Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Reportedly, the cause was related to customer having a change in routine. The customer required assistance from parent to treat bg level via waking customer and providing carbohydrates for consumption. No addition information was reported.